Event description:
It was reported that contamination occurred. Upon delivery, damage to the packaging was noted. When the outer package was opened, it was noted that the inner cover was not fully sealed, compromising the device sterility. The device was not used inside of the patient. There was no patient involved in this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).